Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 4 days later with the issue resolved and no permanent damage. Customer advised that they have since spoken with healthcare provider regarding diabetes management.